Event description:
The lay user/pt contacted lifescan (lfs) customer service in 2009 alleging an "er5" issue with her onetouch ultra2 meter and reportedly developed symptoms afterwards. The medical surveillance specialist (mss) was unable to reach the lay user/pt for f/u questions. The following complaint was classified based on info obtained from lifescan customer service. The pt indicated that the "er5" first occurred around 9:30am (day before contacting lfs). She reportedly did not take any actions in regards to her diabetes care after the error message occurred. She claimed that 10 minutes after the error message occurred, she developed the following symptoms, "passing out, lightheaded, dizzy, and thirsty." It is not known if these symptoms were her typical high or low blood glucose symptoms. It was noted that the pt administered self-treatment with food/drink around 10:30am, which was approximately 1 hour after the error message occurred. The pt also obtained a "135 mg/dl" on another unspecified device at this time. No other forms of treatment were reported. According to the troubleshooting performed by customer service, the "er5" was not resolved. Replacement products were sent to the pt. Based on the provided info, this complaint is being reported because the pt allegedly developed symptoms suggestive of a serious injury after the "er5" issue occurred. In addition, the "er5" was not resolved with troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.